Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges humidifier caught on fire in daughter's room and damaged a chair. There was not a report of personal injury with this incident.